Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was due to corrupt programming. The root cause for the corrupt programming component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.